Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, and the cori log files and/or case files were not provided. Therefore, visual and functional inspections and log/case file assessments could not be performed, and the reported problem could not be confirmed. Although the reported complaint could not be confirmed, it is possible that this an occurrence of a known software defect that is under investigation. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, when the surgeon was about to mill the distal femur in a cori assisted tka surgery, the screen went black, the screen came back up, and they had the internal error on the screen. They hit ok, resumed the operation, calibrated, and completed the procedure with the same device without significant delays (5 minute delay). The patient was not harmed.